Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: air in line. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. Changed the tubing and the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the IV set were provided for evaluation. The photographs were evaluated, and bubbles were noted inside the tubing.the reported defect is confirmed. An approved project has been issued to address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.